Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be performed due to continuous initialization. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set.receiver download cannot be performed with receiver in this state the receiver case was opened for internal inspection and passed. The receiver log was reviewed and firmware errors and screen error alarms were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4) this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. Receiver download cannot be performed with receiverunit in this state. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed with firmware and screen errors observed. Functional testing was unable to be performed due to continuous initialization. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. B5: describe event or problem - correction - remove: "the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing \was unable to be performed due to continuous initialization. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set.receiver download cannot be performed with receiver in this state the receiver case was opened for internal inspection and passed. The receiver log was reviewed and firmware errors and screen error alarms were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined." B6: relevant tests/laboratory data, including dates - correction - remove: "the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined."

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.